Event description:
It was reported a patient with a history of gastric bypass surgery was admitted in 2006 with acute abdominal pain. The patient was taken to surgery for repair of a ventral hernia. The patient's post-op course was complicated by dyspnea, pneumonia, and later recurrent pulmonary emboli. Therefore, the next month, the patient was taken to surgery for placement of an ivc filter. At the end of the case, a fluoroscopy exam revealed that the filter had migrated into the heart. Shortly thereafter, the patient went into v-tach and was successfully resuscitated. The patient was then life-flighted to another facility for surgery to remove the filter. The patient was in stable condition at the time of transfer. Reportedly, the ivc filter migrated after placement of a PICC line.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. As reported in the event description, it appears that the placement of the PICC line immediately after filter placement caused or contributed to this event. However, without the sample or x-rays, the results of the investigation are inconclusive.